Manufacturer narrative:
Final analysis found the reported event of a helix mechanism issue was confirmed. A complete lead was returned for analysis. Examination of the lead found the inner coil was over torqued at connector pin region. After applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker implantation procedure. During implant, the right atrial lead was unable to fixate to the tissue, then the helix was unable to retract. The lead was replaced during procedure and the patient was in stable condition.